Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, multiple dissections occurred while using a csi orbital atherectomy device (oad). The target lesion was 80% stenotic, 150mm in length and was located in the superficial femoral artery (sfa). The physician used a 6fr introducer sheath from a retrograde approach to access the lesion. Multiple runs were performed using the oad at low, medium and at high speed. Post-atherectomy angiography revealed multiple dissection planes. The physician resolved the dissections by deploying two zilver ptx stents. The patient status remained stable throughout the procedure.